Event description:
A pt implanted with collaguide collagen dental membrane had a post-operative infection. The time of onset was not reported. The infection was treated with oral augmentin and chlorhexidine gluconate rinse two times per day. No surgical intervention was performed. The infection was not considered to be serious.

Manufacturer narrative:
Method: add'l product and clinical info has been requested.